Event description:
It was reported that the patient presented to the clinic due to pocket erosion. It was noted that the pacemaker had eroded from the pocket. The physician explanted the entire system. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.